Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify upload/download anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump received not uploading and keep getting an error code. The customer¿s blood glucose level was unknown. The customer stated that they had physical issue with usb device. The product will be returned for analysis.